Manufacturer narrative:
All buttons on the insulin pump function properly. However, moisture damage was found on keypad traces. No button error alarm was noted by analysis during testing. The insulin pump was received with a scratched lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 177 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.